Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen display was missing the "options" and "bolus menu" buttons. There was no reported impact to the customer's blood glucose level. Troubleshooting with tandem technical support was performed and reportedly, the issue was resolved. Customer continued to use the pump for insulin therapy.